Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that the abutment screw fractured and the implant was removed.